Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, calcium on chordae, and prolapsed leaflets. A mitraclip ntw was inserted and deployed on the mitral valve. A second mitraclip ntw was inserted and deployed. However, difficulties visualizing the clip occurred, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). Additionally, a tear in the anterior leaflet was observed. It was noted that the clip seemed small. To stabilize the slda clip and to treat the tear, a third mitraclip ntw was implanted, reducing the mr to 2+. No clinically significant delay in the procedure.

Event description:
Subsequent to the previously filed report, additional information was received: on an unknown date, an echocardiogram was performed and revealed the mr increased to a grade of 3-4. It was noted that the two previously implanted clips were stable on the leaflets. On (B)(6) 2024, a second mitraclip procedure was performed. One clip was implanted, and the mr remained at a grade of 3-4. It was noted that a heart pump was implanted to treat the leaflet injury.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda appears to be related to challenging patient anatomy (radiation treatment, barlow's leaflets). The reported poor imaging is a result of procedural conditions (other implanted clip affected imaging). The reported tissue injury appears to be related to patient anatomy. The reported mr is a cascading event of the slda. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical interventions and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.